Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump was received with partially broken off reservoir tube lip and battery tube threads. The pump was received with cracked case at display window corners, display window, reservoir tube window and reservoir tube window corners, minor scratched display window and case.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states had a crack around battery compartment. Troubleshooting was performed for damage and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.